Event description:
It was reported that the surgeon used novostitch to pass 3 haybail stitches; upon taking the passer out of the joint on the 3rd time it was noticed there was a piece of metal in the jaw. The piece that holds the shaft and jaw together on gun is also broken. Pieces were removed with a grasper. Backup device was available to complete the procedure with no delay reported. No other patient complication was reported and the patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6: visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence the upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. The instruction for use contains precautions about using of the device under these conditions. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10. H3, h6: lot m190091, one device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw hinge had broken. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. All parts of the device remained attached to the device, no fragments were noted missing. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torquing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. A review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use ("IFU") discusses all surgical hazards in warning section. In IFU warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ there are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Lot m190091, one device, used in treatment, was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw hinge had broken, the broken piece of hinge was retrieved during surgery. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. All parts of the device remained attached to the device, no fragments were noted missing. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the device history records for the reported preloaded suture passer performed there are no indications to suggest that the device/product did not meet specifications upon release into distribution. A review of the complaint history for lot number found no similar events prior to the complaint event. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. The instruction for use ("IFU") discusses all surgical hazards in warning section. In IFU warning notes, ¿do not force the device into tight joint spaces. Excessive pushing, twisting or levering may cause breakage.¿ there are no indications to suggest that the device/product did not meet specifications upon release into distribution.